Event description:
On (B) (6) 2009, I had umbilical hernia surgery with the insertion of mesh. On (B) (6) 2009, I had emergency surgery as I had developed in infection from the hernia surgery and I was told I was lucky to be alive, and I now had a large open wound in my abdomen which had to be packed 3 times a days with 6 feet of packing and was terribly painful. I spent a week in the hospital on strong IV antibiotics and was discharged with a wound vac on my wound and the strongest pill form of antibiotics available. It will now be almost a year since my hernia surgery and I am still battling an open wound in my abdomen that will not heal and I have had 6 surgeries over the past 11 months with the latest one being on (B) (6) 2009 in which case I had to have the wound vac put back on because my wound was once again the size of a softball. I am in constant pain and have taken so many antibiotics that I think my body is immune to them now. I have been told I have anarobic and pseudomonas bacteria in my wound. This pain is unbelievable and this wound will not heal no matter what the doctors have done. I believe my body is rejecting the mesh that was used. I have not been able to work for a year now and make weekly visits to the wound clinic and have home health nurses visit twice a week. I am in constant pain and I am so tired and I am unable to get disability, so the doctor bills keep pilling up. I would not have my worst enemy go through what I have been going through for the past 11 months and there still is no end in sight for me.